Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, the ventilator stopped ventilating the pt and there was a continuous audible alarm. The pt was manually ventilated and transferred to another unit. There was no reported pt injury or negative health consequences.